Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and lethargic. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved - able to establish contact with someone who answered the phone, stated she is not interested and then disconnected the line. Note 2: manufacturer made attempt to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for error message (e-5). A friend and the husband are calling on behalf of the customer. The customer reported feeling tired and lethargic; medical attention was not needed at the time of the call. During the call, with coordinator a back-to-back blood test was performed by the customer and produced e-2 and e-5 error; customer had performed another blood test with technician and had obtained blood result of 138 mg/dl fasting using true metrix meter. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date is (B)(6) 2024.